Event description:
The customer reported the system displayed a collimator iris too large error message during a case. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions board was replaced and the calibration files were reloaded. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.